Event description:
Forty minutes into a case, the user observed unintended peep, approximately 30 cmh20 during volume ventilation. After switching to manual mode of ventilation, the peep condition still existed. The pt was switched to an ambu bag until another anesthesia machine was made available. No pt injury.